Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with somewhat genu valgus positioning. There is also an intramedullary rod within the femur with 2 distal interlocking screws. No fracture. No hardware loosening. Moderate joint effusion. No indications of subsidence, subluxation, corrosion, or osteolysis. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital protocol. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised due to wear and instability approximately 20 years after initial implantation. Attempts to obtain additional information have been made; however, no more is available.